Event description:
The account stated the cell-dyn 1800 analyzer generated sparks and a loud popping sound from the right side panel after and electrical storm. The account stated the electrical storm caused the breaker box to trip. The cell-dyn 1800 was powered off and connected to the ups. The account stated the ups was also affected by the tripped breaker. The operator plugged the cell-dyn 1800 into the wall outlet with the power switch off when a loud pop and sparks emitted from the right side panel of the cell-dyn 1800 analyzer. The operator disconnected the cell-dyn 1800 from the wall outlet. No fire was seen by the operator and there was no injury to the operator. Service replaced the power supply assembly and tubing on the cell-dyn 1800 analyzer.

Manufacturer narrative:
Evaluation: investigation in process, no conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). On (B)(6) 2009, inspection of the cell-dyn 1800 instrument by a field service representative (fsr) found that the power supply, list number 8921029202 was damaged. The fsr replaced the power supply and returned the instrument into an operable status. On (B)(6) 2009, the power supply, list number 8921029202 and serial number (B)(4), was returned for investigation to abbott hematology complaint investigation department. The investigation found that the voltage output measured 0 volt; there was no power output from the power supply. The acceptable voltage output value should be +28v +/- 0.1vdc. The investigation concluded that the power supply failure may have occurred as a result of the damage caused by the electrical storm to the breaker and ups. The breaker and ups are non-abbott products. The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, under section 10, troubleshooting and diagnostics, pages 10-11 through 10-13, provides information to assist in problem identification, isolation, and corrective actions. Section 10, troubleshooting and diagnostics, page 10-15, notes that in an emergency situation, to turn off the power switches in any order, as quickly as possible. A non-statistical trend (nst) review was performed in the complaint analysis trending system for the reported issue from (B)(6) 2009 through (B)(6) 2009. No nst was identified for the searched period. Based on the investigation of this complaint, no product deficiency was identified on the cell-dyn 1800 instrument for the reported issue. This is a final report.